Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the hexavue custom room rack and found that the cxps output card was not working properly and the unit required a system reset. The technician reset the unit, tested the function and operation of the unit, confirmed it to be operating to specification, and returned it to service. No additional issues have been reported.

Event description:
The user facility reported that the monitor to their hexavue custom room rack was not displaying any preview image. No report of injury.